Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate no speaker sound at start up test. The customer was provided an exchange unit to resolve this issue. Results of testing confirmed the customer's reported allegation. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
It was reported the device had no audio sound. The device was not in use on a patient at the time of event, there was no adverse event reported.